Event description:
The customer reported erroneously elevated troponin I (access accutni), above the acute myocardial infarction (ami) limit, and creatine kinase-mb (ck-mb) results above the normal reference interval, for one patient, involving the unicel dxc 600i synchron access clinical system. Subsequent testing of the patient sample on an alternate unicel dxc 600i system recovered lower results, within the normal reference range for both assays. The erroneous troponin I result was not released out of the laboratory. The erroneous ck-mb result was reported from the laboratory. The customer stated there was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the instrument vacuum pump to be loud. The fse noted the seals on the precision pump and wash pump were worn and began developing crystallized buffer on the outside of the seals. The fse rebuilt the wash and precision pump and performed a high sensitivity system check, which failed. The fse performed system verification and noted dried buffer on the top of the reaction vessel (rv) shuttle as well as the wash carousel. The fse also observed damage to the heater tape within the incubation area and replaced the analytical unit (au) of the instrument to resolve the issue. The fse replaced the substrate valve and was able to pass system check and high sensitivity system check within instrument specifications. The fse re-calibrated the assays and performed passing controls within the laboratory's limits. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications.